Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported damaged display which was observed during evaluation. Visual inspection found a dark line on display due to a damaged liquid crystal display screen which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged burned display. There was no patient involvement. No additional information is available.